Manufacturer narrative:
(B)(4) false positive result. (B)(6) no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Refer to results of investigation. No customer returns were received for investigation. Control values obtained during final product release testing were reviewed for architect total b-hcg reagent kit, list number 7k78-20, lot number 01918jn00. The review demonstrated that all calibrations met assay file specifications, control and panel values were within specification and no adverse trends were observed. A review of the customer's result log file was performed and no anomalies or interferences in the dark read or signal read were identified. In addition, a file sample of architect total b-hcg reagent kit, list number 7k78-20, lot number 01918jn00 was tested. Results obtained demonstrated valid calibration curves were obtained and all controls were within the package insert ranges. Furthermore, architect total b-hcg panels met predefined specifications demonstrating the reagent lot in question is capable of accurately recovering concentrations across the range of the assay. There were no instances of discrepant and/or aberrant results obtained. All data demonstrate that the performance of architect total b-hcg reagent kit, list number 7k78-20, lot number 01918jn00 , is not compromised. A review of the recent complaint history for the architect total b-hcg assay and in particular reagent lot 01918jn00 did not reveal any adverse trends for performance-related issues. The customer was referred to the architect system operations manual for additional information. Based on our evaluation, we have determined that architect total b-hcg reagent kit, list number 7k78-20, lot number 01918jn00, identified in the customer's complaint, is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified.

Event description:
The customer stated on (B)(6) 2011, a patient sample generated a positive b-hcg result of 300 miu/ml on the architect i2000 sr analyzer. The following day, another sample was obtained from this patient, yielding a negative result of < 1.2 miu/ml. The original sample was retested and yielded a negative result of < 1.2 miu/ml. No impact to patient management was reported.